Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause was not identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the power supply unit.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem and identified a failed power supply as the cause. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device did not function and provided a description that it was "probably a defect of the power supply." The problem, as reported to olympus, did not occur during a procedure. There was no patient involvement and no patient injury, associated with the problem, reported to olympus.